Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2017 where the ipg was replaced. Therapy has been resumed.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reports the ipg is unable to communicate with the external devices. The patient reports the ipg was last recharged and received stimulation approximately one month ago. Surgical intervention may be pending to address this issue.